Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that an unspecified malfunction 13 alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level had no adverse impact.